Event description:
On (B)(6)/2009, pt reported concerns with his infusion sets staying on. Pt is new to pump therapy. Pt reported the other day he put on a new infusion set, went to the gym and the infusion set fell off. Advised pt on using an adhesive dressing. Educated pt on the 'sandwich technique.' No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Sending infusion sets and adhesive dressing; no product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.